Manufacturer narrative:
Model number/catalog number: sc-2316-50. Serial number: (B)(4). Batch/lot number: 16220513. Model/catalog description: infinion 16 lead kit 50 cm.

Event description:
A report was received that the patients lead went out, had missing contacts and showed high impedances.

Event description:
A report was received that the patients lead went out, had missing contacts and showed high impedances. Additional information was received that patient was experiencing inadequate pain relief due to high impedances. The patient underwent a revision procedure wherein the leads were removed. The patient was doing well post operatively. The explanted devices will not be returned.